Event description:
Affiliate reported that the sensor cable broke while closing the patient. Surgeon does not feel the breakage was a result of his technique.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.